Event description:
New information received notes that the patient presented in-clinic. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout the intervention.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, premature battery depletion was alleged on the patient's pacemaker. No additional malfunctions were reported. Surgical intervention was planned but was not performed. No patient consequences or symptoms were reported.